Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) to resolve the customer reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the issue was confirmed through system log review, which recorded the following sequence of errors: c-34, m-18, m-11, and c-30. Visual inspection revealed scratches on the heatsink and a missing rear left rubber foot. During functional testing, the unit displayed error c-34 at startup. A review of the iesu log further identified additional recorded errors, including c-00 and m-11. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of error c-34 and c-30 is attributed to a faulty component of the erbe generator.

Event description:
It was reported that after a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that they encountered error c-30 on the erbe. The procedure was completed as planned with no reported issues. No known impact or patient consequence was reported.